Event description:
It was reported that approximately three months after the insertion surgery a x-ray revealed two screws had broken off. It was also reported the surgeon has no plans at this time to remove the screws or perform any other procedures. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00295 for the other screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed for 2.7 x 12mm l low profile hexalobe screw (part number 3040-23012-s, lot number 594803) and 2.7 x 14mm l low profile hexalobe screw (part number 3040-23014-s, lot number 576952), and no anomalies were found. However, the screws were not returned for evaluation. Based on the information received, the root cause could not be determined.